Event description:
It was reported that the patient with an artificial urinary sphincter (aus) underwent a surgical procedure due to the cuff eroding into the urethra. The aus was explanted and no device was implanted. No additional patient complications reported.